Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events (b30 scope communication error, e216 scope communication error, and the image disappeared during angulation in the right left directions) occurred due to damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: "inspection methos for the suggested event is described in the operation manual chapter 3 preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ as below. Inspection of the endoscopic image confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a communication error. The issue was found during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a b30 scope communication error occurred, an e216 scope communication error occurred, and the image disappeared during angulation in the right left directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.